Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one photo for investigation. The attached photo shows the indicated failure mode of a missing label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® k2e 5.4mg plus blood collection tubes, the label was missing. No adverse impact was reported regarding the patient or user.